Event description:
The user reported no more hearing sensation with using the device since (B)(6) 2022. It is planned to proceed with reimplantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had suddenly no more hearing sensation with the device since (B)(6) 2022. Reimplantation is considered. However, no date has been scheduled yet because the recipient has heart issues and cannot undergo surgery.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Furthermore, a partial migration of the active electrode out of cochlea is indicated but not confirmed. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusions: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition, according to the telemetry measurement, electrode contact channels eleven and twelve have most likely migrated out of the cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient had suddenly no more hearing sensation with the device since (B)(6) 2022. The user has been re-implanted.